Event description:
It was reported that the custom insole was rubbing on 5th digit metatarsal pas resulting in injury and amputation.

Manufacturer narrative:
It was reported that the custom insole was rubbing on 5th digit metatarsal pas resulting in injury and amputation. The device has not been returned for evaluation, complaint could not be confirmed, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.